Event description:
It was reported that patient presented for generator change procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited over sensed noise leading to pacing inhibition. The lead was capped on (B)(6) 2026 and replaced with new lead. Patient condition was stable.